Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the operational specification. It was determined that the device was giving an e8 error. It was further observed that the device had a worn out flex circuit and a worn out motor. It was determined that the cause of the e8 error was due to the worn out motor, which was consistent with normal wear. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the plug on the motor device that went into the console device had a broken pin. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.